Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that multiple intermittent cartridge alarms (cartridge alarm 19) occurred with multiple cartridges during the load process. The customer's blood glucose (bg) level for the alarms in the past was not impacted. However, for the most recent alarms, the customer did not check their bg level. It was confirmed that the customer had a backup method of insulin available and would contact their healthcare provider for manual injection supplies.